Event description:
The customer reported that despite a drug being prescribed at 18.05 hrs, the first scheduled dose was not available until the next day. No patient harm was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.